Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Through troubleshooting with olympus technical assistance center (tac), the customer reported the issue occurred intermittently in different rooms. Tac suggested that customer track the camera heads by serial number to help troubleshoot. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported the visera 4k uhd camera control unit was displaying color bars intermittently. The customer reported that they unplugged the camera head/light cable and power cycled the processor/light source a few times, but the issue proceeded. They then power cycled the n-care and the device rebooted, and the issue was resolved as an image appeared on the surgical display. The procedure was completed using the same set of equipment. There were no reports of patient harm.